Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -11.5/+2.5/091 into the patient's left eye (os) on (B)(6) 2022. Within the initial surgery the lens was removed and replaced intra-operatively for a longer length lens due to low vault. The lens was implanted vertically and the problem was resolved. Cause of event reported as unknown.